Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had sudden worsening heart failure symptoms, an acute kidney injury, elevated liver enzymes, and continuous aortic insufficiency seen on echocardiogram over the past 72 hours. The patient's left ventricular assist device (lvad) settings were increased from 5300 to 6200 revolutions per minute (rpm). Flows increased from 5 to greater than 5.9 liters per minute (lpm), and power from 4.1 to greater than 4.7 watts with the speed changes. The provider stated they did not assess for outflow graft obstruction (ofgo) yet. Log file review was requested. Log files captured routine events.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. Review of the submitted log files revealed no notable events or alarms. The pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number mlp-017788. No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists potential adverse events, including renal dysfunction and hepatic dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.